Event description:
The initial reporter alleged discrepant positive results for the hbsag g2 elecsys cobas e 100 v2 assay on the cobas e411 disk. The customer reported an initial hbsag result of 218 coi (reactive) on the cobas e411 disk. Additional testing included hbsag quantification on the cobas pure system, which was positive; siemens hbsag, which was negative; abbott hbsag, which was negative; anti-hbc on the cobas e411, which was negative; and polymerase chain reaction (pcr), which was negative. On 24-apr-2024, an hbsag confirmatory test yielded a negative result (75% inhibition). A sample from 11-apr-2024 was sent to the cir laboratory for investigation. Testing on the cobas e411 disk with hbsag ii reagent lot 730024 and hbsag ii confirmatory lot 786612 produced an hbsag ii result of 220.5 coi (reactive) and an hbsag ii confirmatory result of non-reactive.

Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of quality control and calibration data confirmed that all results were within expected ranges, although some fluctuations in the positive control were noted. Testing conducted at the cir laboratory using the hbsag ii reagent lot 730024 and hbsag ii confirmatory lot 786612 produced an hbsag ii result of 220.5 coi (reactive) and an hbsag ii confirmatory result of non-reactive. Based on the overall results, including external testing and confirmatory assays, the initial reactive result was determined to be a false positive. False positive results are consistent with the specificity claim outlined in the assay's method sheet. The customer was advised to follow the instructions which recommend confirmatory testing for all initially reactive or borderline samples to ensure accurate interpretation of results.